Manufacturer narrative:
Patient information was requested. Patient gender was provided, patient weight and age were unknown.

Event description:
The customer reported the device alarmed audibly for less than 5 seconds prior to shutting off. There was no patient harm.